Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in set) during drain 3 of 4 on the homechoice (hc).the home patient (hp) disconnected to go to restroom and then reconnected. The technical service representative (tsr) had the caller recycle power to clear and explained the alarm. The caller will discard supplies and contact registered nurse (rn) concerning the air detect alarm while being connected and any missed therapy. No patient injury or medical intervention was reported at the time of event.

Manufacturer narrative:
(B)(4).